Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted an ultrasound done around 3 years after placement, revealed a displacement of right coil of essure (seen as device dislocation) and 1 month after this diagnosis removal was necessary. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented displacement of essure right coil during its use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("displacement of right coil of essure/migration of essure location of device:( endometrial cavity)"), the second episode of device expulsion ("migration of essure location of device:( endometrial cavity)") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((20jul1997, 21dec2005, 30jun2011)), uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and hypertrophic cardiomyopathy. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroids since august 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen and oxycodone. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide], surgery (in jul-2014 removal was performed, hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of device expulsion, alopecia, vaginal discharge, depression, anxiety, migraine, headache and weight increased outcome was unknown, the genital haemorrhage and vaginal haemorrhage had resolved, the dysmenorrhoea and menorrhagia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the consumer was considering a hysterectomy. Mirena: (B)(6) 2014 to present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination - on 4-jun-2016: continued abnormal uterine bleeding (dysmenorrhea) hysterosalpingogram - on 1-dec-2011: no results available; in (B)(6) 2012: total bilateral occlusion (B)(6) 2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information added, event added- depression and mental anguish, migraines , headaches, weight gain. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device expulsion ("displacement of right coil of essure/migration of essure location of device:( endometrial cavity)"), the second episode of device expulsion ("migration of essure location of device:( endometrial cavity)") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1997, (B)(6) 2005, (B)(6) 2011, uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and hypertrophic cardiomyopathy. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroids since august 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen and oxycodone. On (B)(6) 2011, the patient had essure inserted. In february 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (in jul-2014 removal was performed) and surgery (surgical removal of coil(s) ¿ hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of device expulsion, alopecia and vaginal discharge outcome was unknown, the genital haemorrhage and vaginal haemorrhage had resolved, the dysmenorrhoea and menorrhagia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the consumer was considering a hysterectomy. Mirena: 07jul2014 to present . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination - on 4-jun-2016: continued abnormal uterine bleeding (dysmenorrhea) hysterosalpingogram - in february 2012: total bilateral occlusion. 05-jun-2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of device expulsion ('migration of essure location of device:( endometrial cavity)', 'displacement of right coil of essure/migration of essure location of device:( endometrial cavity)') in a 34-year-old female patient who had essure (batch no: 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 1997, on (B)(6) 2005, on (B)(6) 2011), uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and hypertrophic cardiomyopathy. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroid nos since on (B)(6) 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen and oxycodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (surgical removal of coil(s) ¿ hysteroscopy and on (B)(6) 2014 removal was performed). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of device expulsion, alopecia, vaginal discharge, depression, anxiety, migraine, headache and weight increased outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. No further causality assessment were provided for the product. The reporter commented: the consumer was considering a hysterectomy. Mirena: on (B)(6) 2014 to present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination: on (B)(6) 2016: results: continued abnormal uterine bleeding (dysmenorrhea). Hysterosalpingogram: on (B)(6) 2011: results: no results available; on (B)(6) 2012: results: total bilateral occlusion, that the coils were intact and that they were placed correctly. On (B)(6) 2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of device expulsion ('migration of essure location of device:( endometrial cavity)', 'displacement of right coil of essure/migration of essure location of device:( endometrial cavity)/displacement of right essure coil into endometrial cavity') in a 34-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1997, (B)(6) 2005, (B)(6) 2011)), uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and hypertrophic cardiomyopathy. (B)(6) 2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroid nos since august 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen, levonorgestrel (mirena) and oxycodone. On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In october 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (surgical removal of coil(s) ¿ hysteroscopy and in (B)(6) 2014 removal was performed). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of device expulsion, alopecia, vaginal discharge, depression, anxiety, migraine, headache and weight increased outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, migraine, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: the consumer was considering a hysterectomy. Mirena: (B)(6) 2014 to present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination - on (B)(6) 2016: results: continued abnormal uterine bleeding (dysmenorrhea). Hysterosalpingogram - on (B)(6) 2011: results: no results available; in february 2012: results: total bilateral occlusion ,that the coils were intact and that they were placed correctly. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/abnormal bleeding') and multiple episodes of device expulsion ('migration of essure location of device:( endometrial cavity)', 'displacement of right coil of essure/migration of essure location of device:( endometrial cavity)') in a 34-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 2005, (B)(6) 2011)), uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and hypertrophic cardiomyopathy. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroid nos since (B)(6) 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin) and surgery (surgical removal of coil(s) ¿ hysteroscopy and in (B)(6) 2014 removal was performed). Essure was removed on (B)(6) 2014. At the time of the report, the last episode of device expulsion, alopecia, vaginal discharge, depression, anxiety, migraine, headache and weight increased outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. No further causality assessment were provided for the product. The reporter commented: the consumer was considering a hysterectomy. Mirena: (B)(6) 2014 to present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination - on (B)(6) 2016: results: continued abnormal uterine bleeding (dysmenorrhea). Hysterosalpingogram - on (B)(6) 2011: results: no results available; in (B)(6) 2012: results: total bilateral occlusion ,that the coils were intact and that they were placed correctly. (B)(6) 2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("displacement of right coil of essure"), device expulsion ("migration of essure location of device:( endometrial cavity)") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 2005, (B)(6) 2011)), uterine leiomyoma, hypertension, iron deficiency anemia, drug allergy, colonoscopy, digestion impaired and cardiomyopathy. Concurrent conditions included obesity, endometrial biopsy, lupus erythematosus, irritable bowel syndrome, asthma and rheumatoid arthritis. Concomitant products included corticosteroids since august 2011 for lupus erythematosus, irritable bowel syndrome, asthma and arthritis as well as ibuprofen and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coil(s) ¿ hysteroscopy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, alopecia and vaginal discharge outcome was unknown, the genital haemorrhage and vaginal haemorrhage had resolved, the dysmenorrhoea and menorrhagia had not resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the consumer was considering a hysterectomy. Mirena: (B)(6) 2014 to present diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Gynaecological examination - on (B)(6) 2016: continued abnormal uterine bleeding (dysmenorrhea) hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion on (B)(6) 2014 ultrasound pelvis: the left coil is identified but the right coil of her essure® device was not seen, in the correct location consistent with displacement in endometrial cavity. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received: new events: vaginal haemorrhage, abdominal pain, genital haemorrhage, device expulsion, alopecia, vaginal discharge were added. Reporter, patient demographic information, all other relevant history updated. Essure product insertion date and removal date updated, batch number added. Previously reported event"pelvic pain" made symptom of "device dislocation" incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement of right coil of essure") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (in (B)(6) 2014 removal was performed). Essure was withdrawn. At the time of the report, the device dislocation and pelvic pain outcome was unknown and the dysmenorrhoea and menorrhagia had not resolved. The reporter considered device dislocation, pelvic pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: the consumer was considering a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: gynaecological examination result was continued abnormal uterine bleeding (dysmenorrhea). On (B)(6) 2014 ultrasound pelvis: the right coil of her essure® device was not seen, consistent with displacement company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted an ultrasound done around 3 years after placement, revealed a displacement of right coil of essure (seen as device dislocation) and 1 month after this diagnosis removal was necessary. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented displacement of essure right coil during its use. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.